Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay. On (B)(6) 2017, the inlay was explanted in order to address inlay decentration. Additional information has been requested.

Manufacturer narrative:
Complaint reference #: (B)(4).

Event description:
The inlay was implanted in the right eye.